Manufacturer narrative:
Suspect device received on august 27, 2024. Device evaluation completed on september 02, 2024: according with the information received, the patient developed capsular contracture, presented breast ptosis, and waterfall deformity bilateral breasts. The product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation no apparent damage or visual anomalies were observed on the sm mpp gel 325cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsule, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional information received on august 22, 2024 indicated that the capsular contracture for both sides were grade IV, patient also experienced bilateral grade iii ptosis., and bilateral waterfall deformity. As a result, patient underwent bilateral mastopexy with superior- medial technique, implantation of poly-4 hyroxy butyrate mesh for soft tissue support bilaterally, bilateral capsulectomy, and bilateral replacements with 490cc mentor silicone implantation. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture grade IV. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female who underwent a primary breast augmentation with a 325cc mentor memorygel breast implant experienced bilateral capsular contracture grade IV on the left and grade iii on the right-side post procedure. The capsular contracture was diagnosed by the physician. As a result, patient underwent bilateral mastopexy, bilateral capsulectomy and bilateral replacements with unspecified prosthesis on (B)(6) 2024. This report relates to the left side.